Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with manufacturing procedures. The valve was not explanted and it can not be determined what caused the issue reported. Doctor informed that preop iop was 38mmhg. Overfiltration was noted intraop upon tube insertion; flat ac/low iop; ac reformation failed. The tube was tied off with b/o vicryl. The patient has an iop of 24mmhg.

Event description:
Dr. Reported intraoperative overfiltration with shallow ac after ahmed tube insertion. The tube was ligated with a vicryl suture as per a valveless tube surgery. There was no peritube leak through a 25g entry site on table.

Manufacturer narrative:
Correction: doctor implanted serial number (B)(4) which has not been explanted. Doctor returned serial number (B)(4). Both serial numbers are from lot number b0417. The unused unit of lot number reported b0417 was returned for evaluation. No issues were observed.

Event description:
Dr. Reported intraoperative overfiltration with shallow ac after ahmed tube insertion. The tube was ligated with a vicryl suture as per a valveless tube surgery. There was no peritube leak through a 25g entry site on table.